Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted for treatment of a thoracic aortic aneurysm. It was reported that the device was successfully implanted with no presence of an endoleak. Upon follow up it was noted that the patient has a possible type I endoleak. The patient was successfully treated three weeks later with a valiant 40x40x150 distal to the original stent graft. The endoleak resolved. The physician stated that the cause of the event was due to not extending prior grafts distal enough to get a good seal. No additional clinical sequelae were reported and the patient is fine.